Manufacturer narrative:
(B)(6).

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the display was dark. There was no patient involvement.